Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08-feb-2017. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the rf assure body scanner did not detect rfid tagged sponges when a scan was performed. A different body scanner was used to complete the scan. No patient injury occurred.